Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 65-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support scai stage e) underwent impella cp placement via the right femoral artery. During support, the device functioned as intended at p-6 providing 2.6 l/min flow with d5w sodium bicarbonate purge solution. Following insertion, the patient developed a cold right lower extremity with absent pulses, consistent with limb ischemia identified after introducer insertion. A femoral-femoral bypass was performed; however, limited flow was achieved, prompting thrombectomy, during which clot was identified in the affected limb. Partial clot removal was achieved, and vascular surgery was consulted for further management, including planned tpa infusion. The peel-away sheath had been removed prior to recognition of ischemia. During support, console alarms for "position in aorta" and ¿impella in aorta¿ were reported; hemodynamics remained stable, and imaging confirmed shallow positioning. The pump was advanced approximately 4 cm under echocardiographic guidance, resolving the alarms. Limb ischemia persisted despite intervention. The impella was explanted on (B)(6) 2026, and the patient survived with a stable outcome. The reported limb ischemia was associated with femoral arterial access and thrombotic complications in the setting of peripheral arterial disease and critical illness.